Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula did not deploy and that the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was not worn.

Manufacturer narrative:
The device was received undeployed. The device completed first and second prime earlier than expected. The data presented a drive stall and timeouts. The device was reset and rerun, and the rerun data presented no anomalies. No damages were observed to the device that would cause the drive stall. The cause of the drive stall could not be determined. The drive stall can be attributed as the cause of the needle's inability to deploy during second prime.